Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt readmitted with acute shortness of breath and low flow alarms. An x-ray was taken to check the inflow cannula placement. The pt was administered with dopamine and dobutamine and reintubated. A vad zero gram with contrast reportedly showed minimal flow into the pump with contrast reportedly showed minimal flow into the pump and a decision was subsequently made to exchange the lvad with another lvad.